Manufacturer narrative:
Additional info: additional information was received from the clinic. Lens was explanted from the patient's left eye on (B)(6) 2015. Replaced with a za9003 lens, 23.5 diopter. Catalog #:z900200235 (B)(4). Expiration date: 11/30/2011. If implanted; give date: (B)(6) 2007. Device available for evaluation: yes. Returned to manufacturer on: 12/22/2015. Device manufacture date: 11/30/2006. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: (B)(6) 2015. Additional information was received that the patient had both lenses explanted; however, it is unknown the date of explant of the second lens. One of the two lenses was explanted on nov 9, 2015. Product evaluation: patient had bilateral lens implants. One of the two lenses was explanted and has been returned for an investigation. It is unknown which one of the two lenses was returned/explanted. The intraocular lens received at the manufacturing site was investigated. The lens was visually inspected, both optic and haptic area were in acceptable condition. The opti-edge zone was normal. Some debris and viscoelastic residue were observed on the optic region. The visual inspection did not verify the complaint, no cloudiness was observed on the lens. There was no indication of a product malfunction or product quality deficiency. Labeling review: a review of the directions for use (dfu) for the lens was performed. The directions for use adequately provide instructions, precautions, and warnings for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided- (B)(6). (B)(4). Catalog #: z900200225; expiration date: 11/30/2011; and serial #: (B)(4); if implanted, give date: (B)(6) 2007; if explanted, give date: unknown, not provided; device manufacture date: 11/30/2006. (B)(4). Catalog #: z900200235; expiration date: 11/30/2011; and serial #: (B)(4); if implanted, give date: (B)(6) 2007; if explanted, give date: unknown, not provided; device manufacture date: 11/30/2006. Only one lens was retuned to the manufacturer for evaluation. (B)(4). Manufacturing records for both lenses were reviewed and the lenses was manufactured according to specification. No non-conformances or assignable causes were identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant was performed on (B)(6) 2015 of an intraocular lens, model z9002, from an eye of a female patient. The patient had bilateral cataracts removed about 10 years ago and had z9002 implanted in each eye. The patient recovered her vision without complication. She later had posterior capsular opacification (pco) which was treated with yag capsulotomy and her vision recovered again. On her visit in (B)(6) 2015,the physician noticed cloudiness/opacification of the iol material in both eyes resulting in decreased acuity. At this time as it is unknown which of the two lens was explanted, information for both lenses will be included in this MDR. No further information was provided.